Event description:
It was reported that the customer had an issue with the reservoirs. Customer stated that the first reservoir that she used was damaged and that she could see the o rings protruding out. Customer stated that the insulin was leaking out. Customer also stated that the second reservoir was also dripping insulin. Customer reported that she woke up with a blood glucose level of 10 mmol/l and it went up to 25 mmol/l after treating with an injection. Customer checked her blood glucose level again and it was 24 mmol/l. Customer removed the infusion set and found the cannula was kinked in three places. Customer declined to troubleshoot for high blood glucose levels. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.